Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge. Reportedly, the customer refilled cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The cartridge and infusion set site were changed to address the issue and high bg. The customer continued to use the pump for insulin therapy.